Event description:
Customer reported they are getting unexpected negative reactions with anti-d, series 4, and anti-d, series 5, when testing a patient sample on the echo. The patient is historically rh positive. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The instrument operator manual states that "the galileo echo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology."